Event description:
Pt called his wife because his controller was alarming (he told her it was alarming driveline fault), he pulled over to the side of the road, attempted to change his controller but lost consciousness while doing that. Pt was found deceased, on the side of the road in vehicle, by state trooper.

Manufacturer narrative:
(B)(6)